Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 2 months.  Additional information was requested, but not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired on (B)(6) 2017 due to a cerebral vascular accident (cva). Additional information was requested, but not provided.

Manufacturer narrative:
No equipment was returned for evaluation. A correlation between the device and the report of a suspected stroke and the subsequent patient outcome could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.